Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon inserted the trocar into the patient and, when he removed the obturator from the cannula, the top portion of the obturator broke off. He removed the remaining portion of the obturator from the cannula to proceed with the procedure. There was no patient injury.